Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers mother reported via phone call that insulin pump had under delivering. The customer blood glucose level was 132 mg/dl at the time of incident. The current customer blood glucose level was 252 mg/dl. The customer alleges pump was under delivering, blood glucose remains high and only comes down when customer took an injection. Customer treated with insulin pump and manual injection. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. Insulin pump passed the dat at 0.0872 inches.